Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical technician reported an ultrafiltration (uf) issue that occurred while a patient underwent a hemodialysis (hd) treatment on a 2008t hd machine. The uf goal was set and a treatment time of four (4) hours was input. However, three (3) hours and thirty (30) minutes into the patient's hd treatment, the machine generated an alert indicating that the uf goal had been met. At that time, the patient experienced a muscle cramp in his leg which the medical professional noted was not uncommon for this patient. No medical intervention was required as a result of this event. The patient continued treatment for the remainder of the thirty (30) minutes with uf turned off. The machine was pulled from service at the end of the day after one additional hd treatment was performed and closely monitored using the system. No issues were observed during that hd therapy. Although the unit was removed from service for testing, the results of that evaluation were not made available. However, the user facility confirmed that the machine has been returned to service without issue. The 2008t hd machine was not made available to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The machine was pulled from service at the end of the day after one additional hd treatment was performed and closely monitored using the system. No issues were observed during that hd therapy. Although the unit was removed from service for testing, the results of that evaluation were not made available. However, the user facility confirmed that the machine has been returned to service without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.